Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not coagulate effectively and that the blade became dislodged during a procedure. The site contact was not able to provide additional details regarding the incident. There was no patient injury.